Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000475, serial/lot #: unknown. Product ID: bi70000053, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that one of the pins in the umbilical socket was slightly bent preventing the umbilical from fully seating. Was able to bend the pin straight without damaging. System functions within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging being used outside of a procedure. It was reported that the system was continually getting stuck at "initializing please wait" and will never get green checkmarks for 2d and 3d. Multiple reboots have not resolved the issue. The rep stated he did notice some damage to the umbilical cable at the connector end. No patient was present.